Event description:
Boston scientific received information that this pacemaker was replaced due to battery depletion. Premature battery depletion was suspected. The patient was hospitalized; however, no adverse events were reported. The explanted pacemaker is expected to be returned for analysis.

Manufacturer narrative:
Investigation is on-going at this time and this report will be updated as additional information becomes available.

Manufacturer narrative:
Upon receipt by the post market quality assurance laboratory, this device went through testing to verify its performance and functionality. Testing verified the device had reached end of life (eol) with less than 0.5 years of battery life remaining. Testing refuted the allegation of premature battery depletion as this device passed all labeled longevity calculations and performance testing. This device was found to meet specifications for normal battery depletion and normal device operation.